Event description:
As reported by the user facility: customer reports they had one set that leaked on delivery to the nursing unit. The set was primed with saline before drug added to bag. No leaking noted in pharmacy. Leak was noted between the backcheck valve and upper y site, unsure of exact spot. Nothing added to y site and was noted before getting to the patient. Small chemo spill but all wearing ppe. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: customer reports they had one set that leaked on delivery to the nursing unit. The set was primed with saline before drug added to bag. No leaking noted in pharmacy. Leak was noted between the backcheck valve and upper y site, unsure of exact spot. Nothing added to y site and was noted before getting to the patient. Small chemo spill but all wearing ppe. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The actual defective device is valuable tool in investigating the cause of this incident.   Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.